Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2014 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Also, moisture was observed behind the display lens. Evaluation revealed that all of the keypad buttons were properly responsive; the reported event was not duplicated. The pump failed a leak test due to a display lens leak. The keypad cover was removed, and no evidence of contamination was observed on any of the key contacts. The pump case was removed , and evidence of moisture ingress was observed on internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all of the keypad buttons were under responsive. Furthermore, moisture/corrosion was evident behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.